Event description:
The facility representative reported a colleague infusion pump with "failure code 810:04". The reported condition occurred during set up in the patient's room. There was no patient injury or medical intervention reported. This device utilizes user interface module master software (B) (4) that is categorized as a remediated "colleague 2006" pump. There is no additional information available.

Manufacturer narrative:
(B) (4) evaluation summary: the reported condition of "failure code 810:04" was confirmed during product evaluation. Inspection of the device revealed that the reported condition of failure code 810:04 was due to an air in line (ail) sensor error. To fix the reported condition the ail printed circuit board was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under mdq-CAPA-(B) (4).